Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the parents that the patient experienced inaccurate cgm values which occurred one day after the sensor had been inserted in the abdomen. According to the report, no patient symptoms were recorded. At 1300 the day of the event, the parent transported the patient to the emergency department because the cgm reading was 170 mg/dl while the bg was high. Upon arrival at the hospital, the bg was 438 mg/dl and the dexcom reading was allegedly the same. The patient was treated with unspecified fluids and had unspecified lab work. The patient was discharged home that night. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok but still experiencing hyperglycemia. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.